Manufacturer narrative:
Correction: b3 - date of event and e3 - occupation, were missing in initial MDR.

Event description:
This report is to advise of an event observed during analysis. Premature depletion (hybrid) current high